Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that when the chair moves it is very wobbly from side to side. When rolling in the chair it feels like bouncing up and down. The left front caster was not touching the ground. Which means something is bent on the chair.